Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that solution from the secondary IV line backflowed into the primary IV line. At an unspecified time, the primary line of the pump was programmed to deliver dextrose 1000ml at an unspecified rate. The secondary line was programmed for a piggyback delivery of 3 separate doses of 10meq of potassium chloride (kci) each with a duration of one hour and the deliveries were reported to have been completed. At 1300, the secondary line of the device was programmed to deliver an unspecified concentration of venifor for a duration of one hour. The customer contact reported, "shortly after the venifor infusion was initiated, the brown color of the venifor was noted to be backflowing into the dextrose infusion. We also questioned whether the patient ever received the three doses of potassium that was given prior to the venifor." The physician was notified. A serum potassium level was ordered. The device was removed from clinical service and a replacement device was used to deliver the three doses of kcl and the venifor. There were no adverse patient effects. Though requested, no additional information was provided.